Manufacturer narrative:
(B)(4). The initial manufacturer report stated that the constant downstream occlusion alarms were reproduced. Further review of the device evaluation found that the alarms were not reproduced by baxter during the evaluation.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported constant downstream occlusion alarm which was reproduced. Downstream occlusion alarms were confirmed through a review of the event history log. Evaluation determined that the cause was high adc counts due to the downstream pressure plate gap being out of specification. The downstream tubing guide was replaced. (B)(4).

Event description:
It was reported that a spectrum pump constantly displayed the downstream occlusion message. It was also reported there was no patient involvement.